Event description:
The rptr indicated taht the device was ok when checked 3 months ago. Today, if could not be inquired with a rx2000 or rx5000 programmer. The pt states she had fallen, and did not specify if "on" the pacemaker site. The pt stated that she was in the hosp, but says she did not have any surgery or lithotripsy.